Manufacturer narrative:
Device was used for treatment, not diagnosis. Age/date of birth, weight and ethnicity/race were not provided for reporting. UDI#: (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device history records review was completed. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. Product was manufactured on october 28, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer called to report an event with listerine sensitivity mouthwash for her tooth sensitivity. Consumer reported that after using the mouthwash, used 10 ml twice daily for 5-6 days, she had a blocked salivary gland. The consumer experienced pain and shedding of cheek lining and/or gum tissue in the mouth. Consumer sought attention from a health care professional who prescribed oral antibiotics to treat the blocked salivary glands. The consumer was also advised to drink plenty of fluids, massage the gland area and eat sour candy to help reactivate the salivary gland. The salivary glands are recovering and the shedding has resolved.